Event description:
Procedure type: lap chole. According to the reporter: the retaining pin fell into the cavity and was retrieved with graspers. No patient injury was reported. No further patient details were known.